Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the wound during a laparoscopic radical resection of prostate cancer, the suture broke. The nurse immediately opened the new wound suture for use which delayed the wound suture time but did not cause injuries to the patient. There was no patient injury.